Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that her sensor fell off two days after insertion. She reported that the sensor wire was not present after the sensor fell off. She believed that the wire was still under her skin but reported no injury and had no signs of infection at the insertion site. No medical attention was required, and pt was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.